Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture,baker grade iii¿.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Patient later reported capsular contractures, baker grade unknown, pain on chest and shoulder, and implant is "buckled" and "puckered". Device remains implanted.